Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was out of spec in relation to the reported symptom, downstream occlusion alarm, which was not reproduced but confirmed through a review of the device event history log. The downstream pressure plate gap was out of spec. The downstream tubing guide was replaced.